Event description:
Patient reported cgm inaccuracy and provided the following discrepancy: cgm was reading 304 mg/dl and blood glucose meter was over 400 mg/dl.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.